Event description:
It was reported, the rigid video scope had a green-purple image and was flickering. The issue occurred, during an unspecified procedure. That was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3, h4, h6, h11. The device was returned to olympus for inspection. And the reportable malfunction was not confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged, the video cable is broken, smear in image occur. Based on the results of the investigation, it is likely, the following led to the malfunction: video cable is broken. And therefore, smear in image occur and the fibre bonding in the outer tube area (distal end) is damaged, due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had a green-purple image and was flickering. The issue occurred during an unspecified procedure that was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.